Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lower lip with 0.7 ml of juvéderm® volbella¿ xc after the product has expired and experienced "minimal and immediate vascular occlusion¿ in the lower lip. The patient was treated that day with nitro paste, hyaluronidase, 1.5 ml of lidocaine, and aspirin for 5 days. The event resolved ¿by the next day¿ with only bruising the following day and swelling, with no sign of vascular compromise.

Event description:
Healthcare professional reported injecting a patient in the lower lip with 0.7 ml of juvéderm® volbella¿ xc after the product has expired and experienced "minimal and immediate vascular occlusion¿ in the lower lip. The patient was treated that day with nitro paste, hyaluronidase, 1.5 ml of lidocaine, and aspirin for 5 days. The event resolved ¿by the next day¿ with only bruising the following day and swelling, with no sign of vascular compromise.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.6.